Manufacturer narrative:
The event of patient pain could not be verified. The device was returned for analysis. Visual analysis was normal with no anomalies found.

Event description:
It was reported the patient presented in clinic for follow up due to pain at the implant site of the insertable cardiac monitor. The insertable cardiac monitor was explanted and replaced with a new insertable cardiac monitor at a different implant site. The patient was discharged from the hospital after the procedure.